Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found no image is visible on the lcd screen monitor without an error message. Further inspection found moisture ingress in the whole instrument. Corrosion detected on the print circuit board as well as on the cable connection. The customer reported issue was confirmed. The failure found was likely attributed to moisture ingress found on the device, corrosion due to water invasion resulted in no image and an electrical continuity occurred. Other possible cause could be the following: eto cap is attached to the venting connector during the leakage test. Attaching or detaching the leaker tester while the device is immersed in water. The customer leaker tester may be damaged. Furthermore, the following findings were identified during device inspection: - angulations are out of specification. - ground resistance value is out of specification. - the air leak inspection did not show any water leakages. - a-rubber adhesive is separated. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "endoscope not recognized by the column". No harm was reported. No patient harm, no user injury reported. Device evaluation observed no image visible on the device screen, (image unrestorable no error code). This report is being submitted due to the finding of no image (image unrestorable no error code identified during device return evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be prevented by following the instructions for use which state: "·inspection of the endoscopic image - when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. - do not attach/detach the leakage tester while immersing the endoscope in the water. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.